Event description:
It was reported that the atrial lead dislodged one day post implant. Consequently, the lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported that the atrial lead dislodged one day post implant. Consequently, the lead was explanted and replaced with an active fixation lead. No patient complications have been reported as a result of this event. Later review of manufacturer's database reveled the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up revealed the patient had tolerated the surgery well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. Primary analysis finding: no anomalies found. Visual analysis revealed proximal conductor had blood/body fluid present (not obstructed), the outer insulation was breached/cut and the lead exhibited apparent explant damage. At the time of the retro review, it was noted in the manufacturer's database that the patient had died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.